Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Insert battery alarm did not display on the pump screen. Customer's blood glucose level was 95 mg/dl. Customer states the contacts on the battery cap are missing. Advised to discontinue use of the insulin pump and revert to backup plan per health care provider's instructions until new battery cap arrives. The device was not returned.